Manufacturer narrative:
MDR . / initial 2 of 2. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.

Event description:
It was reported that patient faced two infusion sets fell off during use on (B)(6) 2026. The set had been in use for less than twenty-four hours. The patient replaced infusion set and resumed insulin deliveries successfully.